Event description:
The info provided to sjm indicated the 6f angio-seal evolution vascular closure device was selected for use following a pre-deployment angiogram. After the anchor was set in the vessel, the suture locked up. The sheath was served to release the device, but was unable to be removed from the pt. It was reported that upon pulling the sheath, the artery moved but the sheath did not. A cut-down procedure was performed in the operating room to remove the entire device. The pt was stable following the event. Hospitalization was extended.